Event description:
"Rn programed medication calcium gluconate for the full amount in the bag (500mls), rn check that the IV tubing chamber was adequately filled. Medication ran dry (there was air in the tubing past the slide clamp) when IV pump alarmed that infusion was completed. IV pump removed from service - IV tubing kept. The patient needed the infusion for crrt(continuous renal replacement therapy)."